Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sensing on the right atrial (ra) lead had declined and thresholds had increased to a high value. Undersensing was also observed. During fluoroscopy, it was discovered that the lead had dislodged. The lead was initially reprogrammed off and, subsequently, explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.